Manufacturer narrative:
The device was manufactured between 06 dec 2018 and 07 dec 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate would not infuse the unspecified antibiotic. It was further reported that the balloon of the intermate would deflate. This was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.